Event description:
Medtronic received information that approximately 4 years 4 months following the implant of this transcatheter bioprosthetic valve, the valve was reported as failed. The failure mode was not provided; however, a surgery was scheduled to explant the transcatheter valve, and perform an aortic valve replacement and coronary artery bypass graft. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that mild paravalvular leak (pvl) was noted during the valve implant procedure. Subsequently, at follow up, moderate-moderate plus pvl was noted. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the initial implant procedure of the transcatheter valve, residual paravalvular leak (pvl) was observed despite a post-implant balloon aortic valvuloplasty (bav). Since then, the patient had been monitored closely. 4 years and 4 months following the implant of this transcatheter bioprosthetic valve, an increase is pvl was observed. It was noted that the patient had not developed symptoms of congestive heart failure, and the left ventricle did not show a significant increase in dimension. The patient recently developed progressive angina pectoris with exertion and had a positive positron emission tomography (pet) scan. A coronary angiogram was performed that showed stenotic mild left anterior descending (lad) lesion. Additionally, the patient was experiencing class ii new york heart association symptoms and was recommended to undergo a coronary artery bypass graft (gabg) and explant the transcatheter valve and replace it with a surgical bioprosthetic tissue valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside a hospital specimen jar partially submerged in 10% neutral buffered formalin solution. Both inflow and outflow aspects appeared oval shaped. There is a slight curvature of the valve, possibly resulting from the implant position. Paddle 1 appeared slightly bent. Leaflet 1 was partially closed, leaflet 2 was in a closed position, and leaflet 3 was partially open with free edge towards the frame. All leaflets were tan and flexible except where host growth (pannus) was present. Leaflet 1 and leaflet 2 appeared intact. Two tears were observed along the margin of attachment of leaflet 3 between the l3-l1 and the l2-l3 inferior coaptive areas. The tear adjacent to the l2-l3 inferior coaptive measured approximately 17mm in length and tear near the l3-l1 inferior coaptive area measured approximately 12mm in length. The leaflet tissue along the tear appeared textured and frayed. Manufacturing sutures along the margin of attachment appeared intact. Leaflet 3 tissue was still attached to the superior coaptive junctions of commissure 3-1 and commissure 2-3. Commissure 3-1 appeared intact. Layer of off-white pannus encapsulated commissure 1-2; condition of the commissure cannot be assessed. Commissure 2-3 appeared intact. From the inflow, thick, glistening off-white pannus adhered to the inflow crowns, extended into the lumen and up to base of all leaflets. From the outflow, off-white pannus adhered circumferentially to the frame. Multi-focal off-white pannus noted on the outer surface of the valve. Pannus lined the outflow margin of attachments of leaflet 2, partially on leaflet 1 and at the nadir of leaflet 3. Tissue deterioration was noted on the outer skirt at the l3-l1 inferior coaptive area. Broken and loose sutures were found on the frame between nodes 1-3. Radiographic imaging shows traces of calcification on the valve skirt. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.